Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, a cracked belt clip slot, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a motor error alarm. Customer also states that his glucose reading increased due to eating a burrito. The blood glucose reading is 289 mg/dl. The insulin pump will be replaced. Nothing further reported.